Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-47347.

Event description:
It was reported that the customer experienced a high blood glucose of 401 mg/dl and received a no delivery alarm on the insulin pump, which was resolved with a set change. The customer stated that the no delivery alarm occurred while she was changing the insertion site and priming. She stated she started again and everything worked fine. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The settings and history were correct. The high pressure test was performed and passed. The customer was advised to change the entire set, reservoir and insulin. Upon removal of the infusion set, the cannula was neither bent nor occluded. The insertion site was not sore or irritated. The customer also stated that on (B)(6) 2014, she had to use at least 20 units of insulin to get air bubbles out after dropping the insulin pump. Nothing further was reported.